Event description:
It was reported that the system had a memory full error, no x-ray controls and they had to use another system to finish the case. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.